Event description:
A prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, during the procedure, the prolieve system's anchor balloon appeared to have a hole in it, and displayed a "low-water level" error message. The procedure was not completed due to this event. No pt complications were reported as a result of this event. The pt's condition was reported as "fine."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.